Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied, and the customer was unable to obtain readings. As a result, the customer subsequently lost consciousness and self-treated with fruit juice provided by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Attempted to perform control solution testing. Test results were not satisfactory. The reader was de-cased and visual inspection has been performed. Liquid contamination was observed. Issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied, and the customer was unable to obtain readings. As a result, the customer subsequently lost consciousness and self-treated with fruit juice provided by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied, and the customer was unable to obtain readings. As a result, the customer subsequently lost consciousness and self-treated with fruit juice provided by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.